Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 7076557/7076392.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a procedure wherein the ipg and leads were replaced. The patient was doing well postoperatively and the explanted devices will not be returned due to facility policy.